Manufacturer narrative:
The eva system and log files were not yet received by dorc. An investigation will be initiated as soon as complaint articles are provided. - attachment: [mir 2019-000948 follow up report signed.pdf].

Event description:
Problems with the pressure power. The surgeon explained that has corneal edema during the surgery.

Manufacturer narrative:
The logfiles of the eva system which had the reported issue were analyzed. The analysis revealed an issue with the vfie module, as also displayed by the system as a system message. After receipt of the eva by dorc, both the system and the vfie module were investigated. Root cause of the issue was identified to be a faulty proportional valve, which was confirmed at the level of the vfie module. Trend analysis, risk analysis and directions for use review were considered acceptable with the product performing within anticipated rates. Therefore, no further investigation or corrective action are considered necessary. Dorc will continue to monitor customer complaints and will take action for any future occurrences as is deemed necessary.

Event description:
Problems with the pressure power. The surgeon explained that has corneal edema during the surgery.

Manufacturer narrative:
An investigation of log files will be performed by d.o.r.c. As soon as they are provided.

Event description:
Problems with the pressure power. The surgeon explained that has corneal edema during the surgery.